Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product and eval is pending upon completed investigation of the product. Device MFR date is unk.

Event description:
On (B) (6) 2010, surgery was performed on a (B) (6) female pt to remove construct from t3-l5 due to a successful fusion. The sequoia modular driver broke off at the tip while removing a screw. The sequoia modular driver tip was easily recovered and the surgery continued without complication. There was no harm to the pt.